Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the arrow keys of insulin pump were not responsive. The customer was reported that numbers were not ramping on their own, the scroll bar was not moving with any input. Customer stated that insulin pump had insulin flow block alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.